Event description:
It has been reported that table locks got disengaged, the table was free floating which resulted in an acute stroke patient on the table getting delayed care and treatment. We are conservatively reporting this event at this point of time. A follow up report will sent if any further information is available. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the procedure got completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem as a reoccurring issue happened thrice. Upon functional testing the fse identified that the table started free floating because of an issue with the uninterruptible power supply (ups) and the mattress was not secured on the table with velcro which led to patient fall from the table. The fse replaced the mattress and placed it squarely and installed ups with 400v. After adjusting the voltage to 400v, the system was returned to use in good working order. The codes were updated based on the investigation outcome.